Event description:
Pt underwent recent lumpectomy and radiation therapy. After radiation therapy, implant shape changed. Physical evaluation revealed possible rupture. At time of explantation, implant was found to be ruptured.